Event description:
The customer reported the hemostasis valve broke during injection with the bracco acist while performing an angiographic procedure. Customer thinks it broke at the rotator. Flow: 13ml/s, volume: 25ml/s, pressure: 1091 psi, increase: 0.2. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the customer did not return the suspect device for eval/investigation. The complaint cannot be confirmed. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer reported the pressure injector was set to 1091 psi. This device is not designed to be used directly with a power injector. Eval codes: method - device history record was reviewed. Conclusions - user interface contributed to event.